Event description:
Litigation papers received that allege the patient suffered from pain, discomfort, lack of mobility and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening. Update: (B)(6) 2012 - medical records received. Medical records indicate acetabular fracture medically and cloudy fluid. Records also indicated cup migrated 45 degree. Fluid was collected to test but came back came back negative for infection.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.